Event description:
It was reported that during an unknown procedure, the instrument jaw broke (titanium blade tip) during a procedure (did not fall into the patient) another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that: "surgeon implanted omi-fit hfx pressfit stem, and a # 9 c-taper. He then implanted 26mm, 0 c-taper lfit head. The 26mm, 0 c-taper did not engage on stem trunnion. The surgeon went to the next size, 26mm +5 which engaged properly to the excising trunnion."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. During functional testing on a generator the device gave an error code 5. The device was disassembled and a break was found inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tub.